Event description:
The customer reported that there is physical damage to the insulin pump. The blood glucose reading was not known. There are cracks by the reservoir compartment and the left upper corner. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, cracked display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, and basic occlusion tests. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.